Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt's device had "not been working for two months." It was stated, the pt's health care provider (hcp) had told the pt, her catheter or catheters needed to be fixed. It was stated that if she "eats or drinks something hot it burns." It was also stated that, when the pump was still on, her abdomen burned like it was "on fire" from front to back and was "extremely painful." The pt was on oral medication and patches. The medications being delivered via the device system were bupivicaine and dilaudid. Additional information has been requested, a f/u report will be sent if additional information becomes available.